Event description:
It was reported that this patient¿s device showed high impedance. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Full revision surgery occurred. The explanted devices were discarded by the explant facility.